Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that the device alarmed about abnormal tidal volume indicators (inhaled tidal volume and exhaled tidal volume) during assist breathing for patients with respiratory failure. Identification of issue has been done by analyzing problem description. There was no patient harm. Based on the information collected to date, the provided problem description, it has been clarified that the initially claimed abnormal tidal volume indicators has been caused by malfunctioning air gas module filled with water. The user decided to call third party for maintenance, therefore no evaluation of unit by getinge employee has been performed. The ventilator has been replaced immediately after occurrence of the failure. The third party check the gas module and concluded that water was present inside air module, which has been traced back to the hospital central air supply. The air gas module regulate the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the user's manual for servo-s (rev. 04), maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable root cause is usability issue. The defective part has not been available for return.